Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 4 pumps alarming for occlusion during treatment but when the customer checked there was no occlusion/kink/damage in the tubing. Customer switched to drip tubing to continue treatment and there was no patient harm or injury. This report is for pump #1 with sn-(B)(6). MDR # for all other 3 are as follow: - 9610825-2025-00422 - with sn-(B)(6). - 9610825-2025-00423 - with sn-(B)(6). - 9610825-2025-00424 - with sn-(B)(6).

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.